Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord cracked and broken, the light guide fiber was broken, and the light guide fiber bundle glass was missing. Based on the results of the investigation, the reportable malfunctions above occurred due to a component failure. However, a probable cause for image malfunction was not determined, as it was not reproduced during service inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had an image malfunction during set up. There were no reports of patient harm.

Event description:
It was reported the rigid video scope had an image malfunction during set up. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.